Manufacturer narrative:
Patient condition was not provided by reporter. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) male patient with hypertension and a history of prostatic cancer underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for the procedure. The procedure was conducted under general anesthesia. One flex main body graft and two iliac leg grafts were placed. During advancement of another manufacturer's balloon from the right side, the ipsilateral iliac leg was migrated upward and occurrence of a type I endoleak was confirmed. An additional iliac leg graft was placed to extend the right limb into the external iliac artery and the endoleak was resolved. Another manufacturer's balloon was used as labeled. The patient's condition after the procedure is unknown as not provided by reporter.